Event description:
It was reported to philips that the system was giving errors, preventing anterior oblique movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an emergency coronary treatment procedure. The procedure was delayed and completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed the system was unable to perform anterior oblique movements. Upon troubleshooting, the rse connected with customer and determined that the stand movement in the rao/lao direction was unavailable due to collision error. The rse checked the logfile and confirmed the collision error. To resolve the reported issue, the system reboot was performed. After rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.